Event description:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) peeled off. The device was not used as blood vessel damage was expected. Buttons 1 and 2 were not depressed. The device was used after a trans-femoral cerebral angiogram. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: product analysis demonstrates that the sealant was found partially exposed from the sealant sleeves.

Manufacturer narrative:
As reported, the sealant protection of a 5f mynx control vascular closure device (vcd) peeled off. The device was not used as blood vessel damage was expected. Buttons 1 and 2 were not depressed. The device was used after a trans-femoral cerebral angiogram. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that both button 1 and button 2 were not depressed. The syringe was returned connected to the device, and the procedural sheath was not received for evaluation. The stopcock was observed to be in the open position, and the balloon was found fully deflated. The sealant was partially exposed from the sealant sleeves and exposed to blood. The device was inspected for damages or anomalies that may have contributed to the reported failure, and frayed/split/torn conditions were observed to the sealant sleeves. No other anomalies were observed. A dimensional test was not performed on the returned device due to the frayed/torn/split conditions observed to the sealant¿s outer sleeve assembly. Per functional analysis, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). Button 1 was able to be depressed to deploy the sealant with no resistance felt. Button 2 was able to be fully depressed, and the balloon was able to be completely withdrawn into the tamp tube. No issues were noted with respect to button 1 and button 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. Visual inspection at high magnification revealed that the sealant was partially exposed from the sealant sleeves and exposed to blood. The sealant sleeves were observed to be frayed/split/torn. Additionally, verification of compatibility with the sheath, as per the device IFU, could not be performed on the returned device due to the frayed/split/torn conditions observed in the sealant¿s outer sleeve assembly. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was confirmed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or incorrect insertion angle), and/or the condition of the procedural sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.